Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the speaker audio was slightly distorted at max volume. The speaker cone was cleaned of identified foreign object debris; however, a tiny amount of audio distortion remained. Root cause of residual distortion could not be determined. It was also found that ferrite bead 2 solder point is lifted off of the flex circuit which can result in intermittent connectivity when a cable or sensor is connected. The speaker was replaced and the distortion was no longer present.

Event description:
It was reported the speaker audio was distorted. It was also noted that the device is unable to detect a patient cable unless pressure is applied. There was no patient impact or consequence as a result of the reported issue.